Manufacturer narrative:
Conclusion not yet available as the investigation is on-going. A preliminary review showed there were no manufacturing rejects or anomalies of this event type recorded in the device history record.

Event description:
It was reported that the patients right atrial lead had not worked in years and was determined to be dislodged. Additional information received indicates that the lead was turned off in 2009 (exact date is unknown), and confirmed the reason for the lead being turned off is unknown.

Manufacturer narrative:
The device was in use for treatment for almost 10 years, 10 months before accidently being fractured during an unrelated surgical procedure (mastectomy). The lead was subsequently disabled, but not replaced and remains implanted for approximately 14 years. As the lead remains implanted, it was not returned for analysis. The allegations of fracture against this lead cannot be confirmed however it was reported to be a direct result of surgical actions. A review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies of this type recorded in the DHR. The device passed all in-process and qa final inspection steps before shipping to the customer. A complaint review of the reported lot found no additional reports involving this lot number. Per procedure petite & petite j in-process & final inspection, the lead is inspected 100 percent for electrical and visual function. Electrical resistance has to be checked with a multimeter, the ohm readings are recorded on the work order. A hi-pot test is performed; the purpose of hi-pot testing is to check the insulation integrity. The electrodes should be clean and have no adhesive or other residue. The electrodes should be smooth and free of scratches. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. There is no allegation that the device failed to meet its performance specifications. Reported information indicates that there is evidence both the incidents are related to user error. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available. The following section was corrected: (B)(6) 2015 was entered as that is the date of lead fracture. Event date for the serious injury is (B)(6) 2017. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
Additional information received on april 4, 2018, on (B)(6) 2004, the patient was implanted with a symphony dr (2550) device (serial (B)(4)) for bradycardia, and received two leads; oscor petite 44pjb & petite 52pb / serial (B)(4)). This device functioned as intended, without issue for the patient. On (B)(6) 2015 the patient had a double mastectomy where one lead was accidentally fractured. The lead was subsequently disabled, but not replaced. This fracture occurred as a result of an unrelated surgical issue. The patient is not certain which lead it was, but it remained disabled until (B)(6) 2017. It was reported that on (B)(6) 2017 the patient had a 9am appointment with her treating physician's office for a routine checkup. The physician was not present but his staff member was. During the appointment, the company representative accidentally turned on patient's broken lead. The patient complained of intense pain and she requested it be turned off. There was initial difficulty in turning off the device but it was eventually turned off. The rest of the appointment continued without incident but patient remained in pain. Later in the day on (B)(6) the patient returned to her physician's office reporting that her pain was persisting and was difficult to manage. The company representative returned to the office to re-interrogate patient's device and confirmed the lead remained off. Patient then returned home and continued to manage the pain over the following weeks. On the morning of (B)(6) 2017, the patient was admitted to the hospital due to intense chest pain and chest pressure. She reported that the doctors investigated the cause and was told her chest wall was burned and irritated as a result of the stimulation from the broken lead. Patient remained in the hospital until her discharge on (B)(6) 2018. On april 24, 2018, it was reported the patient would have a full revision due to eos (B)(6) 2018. There was no confirmation on which lead was damaged or if the new system as in fact been implanted. During the initial call it was stated that the issue was with the right atrial lead. Per our records the right atrial lead is sn (B)(4). I am not showing any additional updates on my end. Associated MDR: 1035166-2018-00041.